Manufacturer narrative:
The reported event of calcification was confirmed. Calcifications were present on all three leaflets of the valve, which limited cusp mobility and cause incomplete coaptation. All three leaflets were fibrotically thickened. There was pannus present on the outflow surface of leaflet 1, which also contained a fold. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the fold could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in november 2011, a 23mm regent valve was implanted. On (B)(6) 2013, the valve was explanted due to a thrombolic event and exchanged with a 21mm trifecta valve. The patient presented back to the cardiologists with breathlessness and investigations showed signs of calcification. On (B)(6) 2019, the trifecta valve was explanted and replaced with an unknown valve. The patient was reported to be stable.